Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose: chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes: chapter 11 / page 119. Avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes: chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The grandmother reported that the patient¿s blood glucose reached 481mg/dl while wearing the pod on her hip/buttocks for between 24 and 36 hours. She had ketones of 6 and was throwing up, which is why she was taken to the emergency room (for about 3 hours) and then transported to a children¿s hospital via ambulance (for about 12 hours). The grandmother had tried blouses with the pdm (personal diabetes manager) and having the patient drink extra water before taking her to the ER to be treated. The patient was diagnosed with diabetic ketoacidosis and type 1 diabetes mellitus. Treatment included insulin via IV, 2 bags of d10w, and 3 bags of 3/4ns. She was given water, food, and was switched from ivs to a pod. The hospital threw away the device. The patient's blood glucose history is as follows: (B)(6). 10:30pm called ambulance - after that, the patient was taken care of by the paramedics.